Event description:
Complainant alleges "mayo needle is used to help pass the suture through the tissue, but during surgery the surgery was trying to pass the needle through the patient's forearm area. Unfortunately, the needle was broken. The surgeon removed the broken part of the needle."

Manufacturer narrative:
The actual device was not returned, and no pictures of the broken device were provided. The complaint could not be confirmed, and no root cause was able to be determined. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.